Manufacturer narrative:
H6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. H6. Results code 2: 213: when physically evaluated upon return, the following observations were made: the device was returned on a guidewire. The guidewire was unable to be removed without destructive disassembly of the device. The stent remained completely covered by the constraint sleeve. This is inconsistent with the reported event description. The lock slider was in the unlocked position. The outer sheath was locked distally, up to the proximal edge of the stent. Upon disassembly of the handle, the inner shaft was compressively buckled at the location of the pulley within the handle. The buckled portion extended approximately 3mm. Based on the device examination performed, no manufacturing deficiencies were identified.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was reported to gore: on (B)(6) 2021, a patient was undergoing treatment of a left superficial femoral artery stenosis with angiogram and stenting using gore® tigris® vascular stents. The first device was advanced and deployed without incident. The second device of the same configuration was advanced to the target lesion however when deployment was attempted, the deployment wheel was only able to be rotated twice before the wheel became stuck. Twenty percent of the stent expanded, the rest remained constrained. This device was removed from the patient and another device was advanced and deployed successfully. The patient tolerated the procedure.

Manufacturer narrative:
E1 - added initial reporter address and phone number.